Event description:
As reported, approximately three years post initial right tka, this male patient underwent revision due to recurrent hemarthrosis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, approximately 3.01, this male patient with bmi 23.6 underwent right side tka and was implanted with an exactech uhmwpe insert, serial # unknown. On (B)(6) 2020, the patient underwent revision of the insert due to other, secondary findings: recurrent hemarthrosis. No additional information is available or forthcoming. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.